Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rotation could not be passed to the left ventricular (lv) lead helix. The lead was ultimately implanted and rem ains in use. No patient complications have been reported as a result of this event.